Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead implant procedure, the physician indicated the right ventricular lead was stuck and loss of capture was noted. The physician capped and replaced the lead. The patient was stable post procedure.